Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument opened by the account. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a surgical procedure performed on the pancreas, the staples did not fire properly- on one side there were staples and on the other side, there wasn't. This led to bleeding. To correct the condition, the surgeon restapled and oversewed.